Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head had broken connection cable. There were no reports of patient harm.

Manufacturer narrative:
E1:facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: b5, d5, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed, and water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image cannot be displayed, and water tightness is lost was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.